Event description:
It was reported that a primary audible alarm/ system failure was experienced.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and primary audible alarm post was recorded in history related to reported problem. During analysis, the reported issue was unable to be duplicated. Service replaced speaker for preventive.